Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. Both tamper seals were intact. The top case was cracked by the front left bottom corner. There was also a cracked battery door. No contamination was noted on the pump. A primary audible alarm post was found in the event history log (ehl). The customer reported acu watchdog failure was also found in the ehl. The acu watchdog failure was not reproduced during testing. There was no notable damage to the interconnect board or the speaker. The customer reported product problem was therefore confirmed via the findings of the ehl review. The problem source of the reported product problem was unknown. A root cause was not established. As a preventative measure the investigator fully seated the j9 connector and re-glued it using all three mating surfaces on both sides of the j9 connection. The speaker was also replaced as a preventive measure. The pump was deemed to have passed all the functional tests following this maintenance.

Event description:
It was reported that the pump displayed an acu watchdog failure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information: e1: email address.